Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25190. Related manufacturer reference number: 2017865-2021-25191. It was reported that the patient presented with fever. An echocardiogram was performed which showed vegetation on the atrial and right ventricular leads. The implantable cardioverter defibrillator along with the leads were explanted. The patient was stable before, during, and after the procedure.